Event description:
On 2/2001, co learned the following: a pool of serous fluid was observed on post-operative day (pod) #9-23, after the total arch replacement for the chronic dissection. Therefore, the doctor performed drainage unitl it disappeared on pod#23. The pt's body temperature was around 37 degrees c. With slight crp level raise (detail unattainable). The wbc level was normal. The graft was left in. The pt is doing well, now. Add'l note: the catalog and batch number reported is for a three branched graft and not a single branched graft as initially reported.

Event description:
The doctors claim to have experienced serous fluid drainage after thoracic aortic repair with hemashield one branched graft. The serous fluid drainage began approx 2 weeks after the surgery and continues even after 4 weeks and this phenomenon is very unusual. Note: this is case #3 of 7 cases reported by the doctor at the same time.